Event description:
Healthcare professional reported, unknown side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Correction to aware date in the initial report for mrn 9617229-2024-00851: aware date should have been 12/dec/2023. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.